Event description:
Per accrued email :outbound. Cadd legacy pump #414421 beeped and alarmed no disposable after it had been running while using pre-filled remodulin cassette, number unknown. Reservoir volume between 14-20 ml. Put a new pre-filled cassette on backup pump and issue resolved. Patient discarded the cassette that was not working. No further details provided. No injury.